Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that he finally had the catheter tested within the past two weeks (actual date unknown), where they performed a myelogram with dye. The results confirmed that the dye never made it to the spinal column. The patient was having issues with there home visits, and needed a list of health care provider (hcp) in (B)(6) so he can get some help from his family. 'Refer to manufacturer report 3004209178-2015-21994 and 3007566237-2016-00566'.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from a consumer reported that the pump failed. The device had failed him with "incredible, almost crucificial" too much pain and agony "like the devil was stuck in patient's head pushing on all his nerves and his head." The healthcare provider did a test mylegram cardio and put dye in the pump and could not tell where the dye went to. Following the test they left things alone. The patient suffered horrible withdrawal. Per the patient the healthcare provider told the patient to let the pump run out and work on the next step of getting a neurostimulator. The concentration of the morphine was 15.0 mg/ml.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer in regard to a patient receiving morphine via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain. The patient suspected the pump was failing and was experiencing minor withdrawal. The patient has been experiencing "unease" very sharp pain in his lower back. No interventions were reported. The event date was noted as (B)(6) 2015. The situation was being addressed by the patient's healthcare provider. The diagnostics, actions/interventions, cause and outcome were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Additional information received from the patient's family reported that the health care provider (hcp) had not replaced the catheter at the last pump replacement. It was reported that on (B)(6) 2016, the patient was in so much pain and doesn't think the morphine pump was working; they believed/suspected that it was the catheter issue. The patient thought he was going through withdrawal when he had nasal congestion. It was reported that it was an emergency now, as she was unable to get the patient out of bed and she can't lift him. The managing hcp had asked the patient to come into the office, but the patient could not event walk. When the hcp saw what kind of condition the patient was in, the hcp sent the patient to the hospital via ambulance. It was noted that the hcp did not know how to perform a catheter test to determine if the catheter was the problem. The personal therapy manager (ptm) had been taken away from the patient by the hcp, as the hcp did not know how to program it. It was noted that this was not the first time that he had suffered intensely by the product. The patient had been having weird withdrawal symptoms for a couple of weeks, specified as sweating, yawning, intermittent pain, and chills. At the hospital, the blood test had no trace of morphine in the blood. The emergency room (ER) gave the patient oral oxycodone. The rate that was used via the device system was indicated as morphine at 7mg/day (concentration was unknown). 'Refer to manufacturer report 3004209178-2015-21994'

Manufacturer narrative:
Additional review determined that the previously reported information indicated in describe event or problem was previously reported under manufacturer report #3004209178-2016-16772 [withdrawal, dye study, unable to aspirate]. Additional information regarding that event will be reported under this manufacturing number 3007566237-2016-00567[withdrawal, pump issues, catheter issues, dye study].

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who received morphine sulfate (20 mg/m l, 7.5 mg/day) in an implantable pump for non-malignant pain. The patient was upset because their catheter was allegedly malfunctioning. The patient experienced intermittent withdrawal symptoms, which prompted a catheter dye study. The dye study was performed on (B)(6) 2016 and the healthcare provider (hcp) was unable to aspirate the catheter. The hcp suggested catheter replacement. The patient was seen on (B)(6) 2016 and asked the hcp to fill the pump with saline, as the catheter was not working and wanted to be "free of the drug." The patient then reportedly started going into withdrawal and had the hcp refill the pump on (B)(6) 2016. The patient was in the office on (B)(6) 2016 and wanted to have the personal therapy manager (ptm) "restarted." Upon interrogation, a bridge bolus was in progress for approximately 33 hours. The hcp wanted the patient to come back on (B)(6) 2016 at 15:15 to received assistance with setting up the ptm. The issue was considered to be ongoing. The patient's status at the time of the event was stated to be alive with no injury. No further actions were taken at this time. The patient want to be seen at a different hospital for review of pain care and pump management. Ultimately, the patient wanted to be weaned off the pump slowly and have the pump removed. No further information was provided. The above information was previously reported under manufacturer report #3004209178-2016-16772. Additional information was received from a consumer on 2017-may-19. It was reported that the patient had to have a myelogram back in 2016 as the patient had withdrawals. This was considered a gradual change in therapy/symptoms. It was noted the patient had been going through horrible withdrawals intermittently since about (B)(6) 2016 (date unknown). It was stated that the healthcare professional (hcp) was not listening to the patient regarding the catheter issues that the patient had been experiencing. It was indicated that the hcp wanted to put dilaudid into the pump and that the patient was not sure if that would make a difference. Information was requested regarding medications that are approved for the pump. It was noted that the patient was currently receiving morphine with an unknown concentration at a dose of 4.2 mg/day. An out of box failure was not reported. A medical or therapy problem associated with small parts was not reported. The consumer was redirected to follow-up with the hcp. No further complications were reported.